Event description:
The pt was revised because the segment failed at the dovetail junction.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. The fracture was due to material fatigue. No material defects were observed on the fracture surface. Review of the device history records did not reveal any anomalies. A search of the complaint database did not find any additional reports against the lot code. The investigation could not draw any conclusions about the root cause of the material fatigue; however, no evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.